Event description:
No pt injuries or complications.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty inflating the balloon was encountered. The lesion being treated was a mid left anterior descending (lad) 80-90% stenosed, moderately calcified, non tortuous lesion. The lesion was predilated with a balloon (type and size unknown). A vistum soft guide wire was used with a vistum soft guide catheter. The physician was unable to inflate the balloon on the first attempt. The device was introduced and removed from the guide catheter only once. The physician could not inflate the balloon due to a "build up of pressure." The physician tried to inflate for about 10-20 seconds. Proximal to the balloon, contrast media was visible. The physician then pulled the entire system back into the guide catheter and removed everything from the pt. No pt injury or complications were reported. The procedure was successfully completed using 2 bare metal stents. The condition of the pt is reported be "fine." The pt returned to the "home" hosp, however, returning two weeks later with an instent thrombosis due to not taking plavix.